Manufacturer narrative:
Additional manufacturer narrative: patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. In this case, the patient required reoperation due to critical obstruction of left main and right coronary artery ostia and was found to have ppm. The device was not returned to edwards for evaluation as it was discarded. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 19mm pericardial aortic valve was explanted after four (4) months due to critical obstruction of left main and right coronary artery ostia, ascending aortic aneurysm, and left ventricular outflow tract obstructive. Pre-operative echo showed a bioprosthetic valve with patient-prosthesis mismatch. As the annulus was barely able to accept a 19mm prosthesis, redundant stenotic subvalvular membrane pannus was resected and a 21mm pericardial aortic valve was able to be used in replacement. An ascending aortic aneurysm was repaired before the patient was separated from bypass. There were no complications and the patient tolerated the procedure well.